Event description:
It was reported that this pacemaker system exhibited oversensing and was suspected to be depleting prematurely. The treating physician attributed the oversensing to sudden failure of this right ventricular (rv) lead. Subsequently, the pacemaker and the rv lead were explanted. The lead was discarded after the procedure. No additional adverse patient effects were reported.